Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. Blood pressure decreased towards the end of pulmonary vein isolation, cardiac tamponade was checked by echo. The patient was stable with drainage. All scheduled procedures were performed. The physician commented that the product has no problems. The patient was recovering the next day. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 20-jul-2021, noted a correction to the 3500a initial as the ¿d10. Concomitant medical products and therapy dates¿ field was not completed. Therefore, processed.

Manufacturer narrative:
Additional information was received on 19-aug-2021. The patient¿s gender is male. This adverse event was discovered during use of the biosense webster, inc. Products. The physician¿s opinion on the cause of this adverse event was he mentioned that there was no bwi product malfunction. Drainage was performed. Patient outcome of the adverse event was improved. There was no evidence of steam pop. Therefore, updated the a 3. Gender field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation ablation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. The bwi product analysis lab received the device for evaluation on 02-aug-2021. The device evaluation was completed on 04-aug-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thmcl smtch sf catheter. Per the event, several tests were performed. The force, magnetic and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).